Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture, "inflammation''. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, yellow particles material found on the shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: striated, broken and wear abrasion. Based on the device analysis the final assessment is: a striated broken edge on the anterior side due to surgical damage.

Event description:
Healthcare professional reported a right side rupture, "inflammation." The device has been explanted.